Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The result was reported to the physician. The sample was repeated and a negative result was obtained. The patient was admitted to the hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
The customer will not give any further information thus the cause for the falsely elevated troponin I is unknown.